Manufacturer narrative:
H1: serious injury missing from supp1 h2: correction missing from supp1 h6: 4110 missing. Claim #(B)(4).

Manufacturer narrative:
Claim (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an excessive vault and refractive change over time. In a separate visit the lens was exchanged for a shorter length and different power lens. The problem was resolved. The cause was reported as unknown, however additional info mentions. Due to the patient's previous retinal detachment, an external surgery was performed. As the surgery recovered, the degree of astigmatism changed, affecting vision. And the lens size is too large, resulting in a high vault.

Manufacturer narrative:
B2 - outcomes attributed to adverse event: corrected to required interventionto prevent permanent impairment/damage b5 - a healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault with refractive change overtime. Due to excessive vault with refractive change overtime, the lens was exchanged for a shorter length but weaker power lens. The problem was resolved. The cause of the event was reported as unknown. H4 - device manufacture date: 23-jun-2024 corrected to 23-jul-2024 claim #(B)(4).